Event description:
This is a revision surgery seemingly due to the loosening of the glenosphere from the metal back glenoid; the event occurred in the us. As reported by the complaint source: "the glenosphere spun out of position. Pt reported pain, clicking sounds and sensations. Possible that the surgeon didn't fully engage the taper in the original surgery." By the above description, we believe that the loosening occurred between the spherical part of the glenosphere and the connector used to fix the spherical part to the metal back glenoid. The original surgery was performed on (B)(6) 2014 and the revision surgery (with replacement of the glenosphere and of the reverse liner) was performed on (B)(6) 2014.

Manufacturer narrative:
We checked the DHR of the components involved (glenosphere and metal back glenoid); this check did not reveal any dimensional anomaly on the devices released on the market. Also, we did not receive any other signaling related to these lot number of devices. Glenospheres with lot # 201401238: (B)(4) pieces manufactured, (B)(4) of them surely used. Metal backs with lot # 201315788: (B)(4) pieces manufactured, (B)(4) of them surely used. We tried to gather additional information on this event (x-rays, return of the explants) but we only received a photo of the explanted glenosphere. By this photo only, it's not possible to add something to our analysis. We therefore rely on the event information provided. The loosening of the glenosphere from the metal back occurred; these 2 devices are coupled by means of a connector, and a safety screw is then inserted through the connector and tightened to finalize the coupling between glenosphere and metal back. We received confirmation that the locking screw was used during the primary surgery; it's possible that, at that time, the surgeon didn't fully engage the taper, as reported by the complaint source, and then didn't firmly tighten the safety screw. The short duration of implantation (less than 2 months) suggests that something has probably gone wrong during the primary surgery. This is the 4th case reported about the loosening of a cocrmo glenosphere (model # 1374.09.xxx and 1376.09.xxx) from the metal back glenoid. A total of (B)(4) cocrmo glenospheres have been used ww since 2002; this gives a revision rate of (B)(4). We believe that the coupling between cocrmo glenosphere and metal backs is mechanically and clinically safe. Specific lab tests (ref. Our test report # (B)(4)) have been performed to confirm the safety of this coupling; 3 glenospheres were coupled with 3 metal backs and underwent a fatigue test simulating the shear loads experienced "in vivo" by the glenosphere. In all 3 cases the components were still well fixed after running 5.000.000 cycles at a frequency of 4hz in the worst case condition according to the orthoload database (sinusoidal shear load applied to glenosphere, ranging from -300n to -1500n). Our post-market surveillance data, reported above (revision rate (B)(4)), are a further confirmation of the safety of this coupling. No corrective actions have been planned. Limacorporate will keep monitored the market. Device not returned to limacorporate (B)(4).

Event description:
This is a revision surgery seemingly due to the loosening of the glenosphere from the metal back glenoid; the event occurred in the us. As reported by the complaint source: "the glenosphere spun out of position. Patient reported pain, clicking sounds and sensations. Possible that the surgeon didn't fully engage the taper in the original surgery." By the above description, we believe that the loosening occurred between the spherical part of the glenosphere and the connector used to fix the spherical part to the metal back glenoid. The original surgery was performed on (B)(6) 2014 and the revision surgery (with replacement of the glenosphere and of the reverse liner) was performed on (B)(6) 2014.

Manufacturer narrative:
We checked the DHR of the components involved (glenosphere and metal back glenoid); this check did not reveal any dimensional anomaly on the device released on the market. Also, we did not receive any other signalizing related to these lot number of devices. We received info that the explants and the x-rays related to this incident will be returned to us, therefore, we will perform a deeper investigation when we receive them, and then submit a follow-up report.